Manufacturer narrative:
The reported heat shrink (black insulation) damage condition was confirmed on the returned unit. Visual inspection revealed the reported heat shrink damage. Numerous scratch marks were observed on the exposed lumen uncovered as the heat shrink (black insulation) was peeled off, concentrated in the front/right side of the probe (electrode facing forward), as well as on the ceramic tip. Significant scratch marks/damages were observed on the top part of the remaining black insulation, also concentrated in the front/right side. In addition, the lumen was bent; even though this is a non bendable part number. Functional inspection revealed a p2 error code. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Probable root causes for the reported condition can be associated, but not limited to: component issue, improper assembly, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while the serfas probe unit was being used, in a proper manner, the shrink wrap began to come off. Further, the probe unit was removed from the patient.

Event description:
It was reported that while the serfas probe unit was being used, in a proper manner, the shrink wrap began to come off. Further, the probe unit was removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.